Manufacturer narrative:
The device was not returned to olympus for evaluation; however, a field service engineer (fse) was on site and confirmed the customers allegation. During the device evaluation it was observed that there were yellow deposits covering the outside of the air and water nozzle. In addition, it was observed that there were yellow deposits on the glue of the distal end, which was also brittle and porous. These finding were due to insufficient reprocessing of the scope. The fse technician processed the repair for these findings onsite. Upon device testing, the endoscope did not pass the electrical test, so it was recommended by the fse to return the device to olympus for this type of repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Reportable malfunction repaired onsite.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope air and water channel was clogged. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material that was clogging the nozzle and the yellow foreign material that was adhering to the glue could not be identified nor the root causes of them although it can presumed that it was because the user did not perform reprocessing properly. The event can be detected/prevented by handling device as per the following instructions for use: the detection way is included in operation manual chapter 3 preparation and inspection. The preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.